Event description:
Customer reported an incident in which his wife had blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 120 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or at on results. No adverse event reported. Strips not available for return, replacement system sent.